Event description:
Plaintiff alleges sensitization to latex and has suffered severe pain and suffering now and in the future. Further alleges restrictions in her life as to where she can go and what she can do as to avaoid latex. Plaintiff, alleges the loss of support, services and companionship of his wife.